Manufacturer narrative:
Screw loosing occurred between (B)(6) 2015 and (B)(6) 2015 (B)(4). It was noted the device was discarded by the hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent an anterior cervical discectomy and fusion (acdf) surgery on (B)(6) 2015 and was implanted with a cervical spine locking plate (cslp) construct, level c4-c6. The patient returned to the operating room on (B)(6) 2015 for revision surgery to replace two loose cslp locking plate screws at level c4. The revision was successfully completed. The patient outcome was fine. This is report 2 of 2 for (B)(4).